Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 300 mg/dl with a small level of ketones. The customer suspected it to be related to the infusion site. The customer consulted with a doctor and was told to change one of the settings in the pump. The customer was also told to drink water and monitor bg level. The customer's bg level had lowered to target level.